Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm ti elastic nails was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an intramedullary nailing of a pediatric growth bone fracture the inserter broke at the back end while the surgeon was inserting the 2.5mm ti elastic nail. Another inserter was not available. The broken portion could not be removed from the nail so the nail was removed and replaced with a slightly smaller diameter nail. The broken inserter and nail will be returned together for evaluation. There was approximately a 20 minute delay. Patient outcome was reportedly good. This complaint is on the nail. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Product was received in large plastic bag with decontamination report. 2.5mm elastic nail was received while still inserted in the instrument. The elastic nail was bent on both sides of the instrument. It was not possible to extract the elastic nail from the instrument using reasonable effort. The nail was inspected for diameter in two orientations on either side of the instrument using micrometer m0270, calibrated 2/5/2014 - due 2/28/2015. The dimension requirement of 2.44 / 2.53 was taken from inspection sheet (B)(4) which was in force at the time of manufacture. The elastic nail met the dimensional criteria with diameter readings between 2.48 and 2.49.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.